Event description:
Progressive collapse at the fracture site with protrusion of the spiral hip blade superiorly into the hip joint. Hardware cut out after left trochanteric fixation nail (tfn). Hardware was removed without event; revised with 4.5mm lcp hook plate. The trochanter fixation nail was removed because the helical blade was protruding out of the femoral head and into the hip joint. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device for treatment not diagnosis. DHR- a review of the implant device history record (DHR) revealed one non-conforming report (ncr) related to the m5 x 0.5 - 6h internal thread whereby the go gage would not go. One part of the lot of 24 was affected and a 100 percent sort verified the remaining 23 parts within the lot conformed. The affected part was scrapped and the ncr closed out. No other nonconformances or anomalies were noted. The DHR showed that this lot of helical blades was processed through the normal manufacturing and inspection operations. This order met all dimensional and visual criteria at the time of release with no issues documented that would relate to the stated complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.